Manufacturer narrative:
Analysis found that the inner assembly would spin, and middle would index freely by hand. There was no damage to the tip. When viewed under magnification, there was damage to the hubs that is consistent with improper or difficulty loading the device into the handpiece: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; indents on the inner hub from the locking mechanism; locking area deformation caused by the back side of the front collet of the handpiece; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. There were no loose components. Even with the deformation of the hubs, functionally, the device loaded securely into a handpiece, ran at 5000 rpm in oscillate mode/direction, wobbled / oscillated. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the device was oscillating heavily and that the blade could not be used during an endoscopic sinus surgery procedure. The device was replaced halfway with a backup. There was a slight delay due to the replacement of the blade. There was no patient impact.